Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in b5, the scope detection was failing due to a poor connection at the scope socket. Additionally, the subject device had a dented top cover and the lamp life meter was showing 500+ hours of use on a non-olympus lamp. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus visera elite xenon light source loaner device was returned. During the device inspection, it was discovered that the scope detection function was not working properly. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), confirmed that the device met its standards at the time of shipment. It has been almost 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. It was confirmed the scope detection failure was caused by a faulty scope socket slider switch, however; the cause of the defective switch could not be identified. Since the subject device satisfied its specifications at the time of shipment and this phenomenon has not been reported frequently, the legal manufacturer assumes this was an accidental failure. The reported phenomenon was not covered in routine analysis or CAPA, and there is no fact or possibility indicating that the reported event might spread any further. Olympus will continue to monitor the field performance of this device. H4 updated.